Event description:
Patient was receiving continuous nafcillin infusions at home through a double lumen groshong catheter via a gemstar pump. Pt's husband called to state that pt's sleeve was wet. He reported difficulty in flushing catheter. A registered nurse was sent to home and reported that one lumen of catheter had broken at the point where clear tubing meets red hub at terminal end of catheter. Pt was seen in local emergency room where a peripheral IV was started and the groshong was clamped until the following week when md could insert another.